Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received multiple intermittent inaccurate fill estimates displayed on the pump insulin gauge. Reportedly, the cartridge was filled with over 340 units of insulin and the pump insulin gauge displayed a value of 105 units which remained static. There was no impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the existing cartridge and declined a follow up call from tandem technical support.